Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-jun-2023. H.6. Investigation summary: 6 unused samples and 1 photo sample were received by the customer. It was reported by the customer that they had multiple reports of burettes falling apart was verified by photo sample. The root cause is unable to be identified without the physical sample for investigation. Functional testing was performed on 6 unused samples, and they were not showing any separation issue of burette from the set. The set was examined for other defects and abnormalities. A kink in tubing was found right below the drip chamber in 2 of the unopened samples of the set. Tubing was kinked and did not allow the flow from the set. A device history record review for model 10012564 and lot number 22039290 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no actual defective sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd smartsite¿ gravity burette sets tubing was kinking. This occurred (B)(4) times. The following was provided by the initial reporter: verbatim: kinked tubing issue was observed near to the drip chamber.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ gravity burette sets tubing was kinking. This occurred two times. The following was provided by the initial reporter: verbatim: kinked tubing issue was observed near to the drip chamber.